Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump declared multiple occlusion alarms. The customer resolved occlusion alarms by replacing the infusion set. The customer's blood glucose elevated to 234-253 mg/dl with high ketones. The customer was taken to the emergency room (ER) however, did not receive any treatment because the customer's blood glucose had returned to 126-145 mg/dl. The customer left the ER 7 hours later.